Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 32 mg/dl at the time of the emergency room visit. The customer dropped to 24 mg/dl at the hospital. The customer wrecked her car because her levels dropped very fast. The customer was given sugar water (d5) and soda to treat. The customer's levels can drop quickly to about 50 mg/dl. The customer was at 97 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump is over delivering insulin. The customer also reports the pump has physical damage. The insulin pump will be returned for analysis.